Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via telephone call that the blood glucose reading was not transferring from the meter to the insulin pump. The blood glucose reading was above 600 mg/dl she declined troubleshooting for high blood glucose and was advised that the reading would not transfer if over 600 mg/dl. The customer treated with a manual bolus. The insulin pump was not replaced or returned.